Event description:
A facility reported microsensor readings were not in line. After four hours implanted, the icp readings were between 40-60mmhg, and several hours later the reading was 20-30mmhg, which was not in line with the patient status. Therefore, it was suspected the accuracy of the microsensor was not reliable and medical staff stop the monitoring and retrieved the microsensor. Patient condition is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID: 826631) was returned for evaluation. Failure analysis: catheter received with sutures and several kinks. Icp express passed with reading 499. Device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause for this issue reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.